Event description:
The manufacturer's representative reported the patient is implanted with this manufacturer's pump and proximal and distal catheter pieces, but has a different manufacturer's catheter in-between the distal and proximal catheter pieces. The patient experienced a decrease in pain control. The hcp performed a catheter dye study, but "could not aspirate or push fluid through". The patient is reportedly doing "okay, but not great". The hcp is considering troubleshooting options. The drug contained in the patient's pump was fentanyl (25 mg/ml;4.7 mg/day) and clonidine (700mcg/ml; 131.76 mcg/day.) Additional information has been requested, but was not available at the time of this report. See manufacturer's report #: 6000030200701978.